Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported no image issue was caused by a failure of the bi-board. The cause of the breakdown of bi board could not be identified because there was no shipment of the actual product. This is a conjecture, but since 6 years and 7 months have passed since manufacturing, it is likely attributed to aging.

Manufacturer narrative:
The evaluation of the asset found the monitor intermittently powers on, and power light comes on but has intermittent image displayed. Additionally, there were cracks in the back of the external housing. The asset's repair history was reviewed and showed the monitor was last repaired on march 2, 2020; inspection only/no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to intermittently powers on and intermittently displays an image. There was no report of any problems associated with the device and there was no patient injury or patient involvement reported to olympus.